Manufacturer narrative:
Bed located on 2nd floor. Technician found he¿s rod was out of left caster at head of bed, causing the brake to fail. Replaced the hex rod to resolve this issue.

Event description:
Information received - no brake at the head of bed. No injury reported.